Event description:
The hosp reported that during the coronary artery bypass procedure, the device is defective. No other info was provided. The hosp did not report any pt injury. In 2004, the seal was received cracked. This is a reportable malfunction.